Event description:
It was reported there was an alarm sounding every hour for 5 months. The patient had not seen her health care provider since 2008. She had a serious back condition since the pump had been empty and has been on cymbalta to help with the pain. The alarm had been disturbing the patient¿s sleep pattern and the rest of her life. No further information was reported.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).